Manufacturer narrative:
(B)(4). On an unreported date in the middle of (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient had recovered from the event. Pd therapy was reported to be ongoing. No additional information is available.